Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm to address the issue. Additionally, it was reported that the pump indicated intermittent data log corruption. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was in 150-152 mg/dl range.

Manufacturer narrative:
The failure investigation has been completed and the alleged alert data error issue was verified. Additionally, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.